Manufacturer narrative:
Root cause analysis: user error has been determined as the most possible root cause of the reported issue due to a failure to adequately follow the instructions for use. The instructions in the IFU recommend to apply sterile water to the adhesive or gel to carefully remove the probe cover. Corrective action and/or systemic correction action taken: a corrective action has not been taken at this point. This is an isolated event, and the investigation has confirmed the instructions for use are clear and an IFU is placed in every box. Investigation summary: an (B)(4) was received reporting that a neonatal temperature probe (part number hnicu-37; lot number 37416739) malfunctioned during use. According to the complaint, the device was placed on a pediatric patient, and during removal, the patient's skin came off with the adhesive. The defective device was received january 15, 2015, and during evaluation, it was determined the probe cover was dry. The probe cover used in the assembly of finished good hnicu-37 is part number 1007. There is no incoming inspection for this component or functional testing performed during manufacturing. Raw material lot 35430019 was used in the manufacturing of finished good lot 37416739. The certificate of compliance for the probe cover was confirmed and reviewed. Additionally, the device history record was reviewed. No discrepancies or deviations were found during the manufacturing of the lot number reported. It also was confirmed that an IFU is placed in every box. The IFU (part number 664413g) was reviewed to confirm instructions regarding removal of the device are provided: "carefully remove the temperature probe and probe cover from the skin. Drops of sterile water may be used on the adhesive or gel if needed." Correction: no corrections are determined to be performed. Preventive action: no preventive actions have been taken at this point. Investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
When the subject product's adhesive was removed from the pediatric patient, the child's skin came off with the adhesive.

Event description:
When the subject products adhesive was removed from the pediatric patient, the child's skin came off with the adhesive.

Manufacturer narrative:
No further information is available at this time. Will provide follow ups if information become available.